Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon noticed that the cable was cut on the large needle driver instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has been returned for evaluation. Failure analysis confirmed the reporter's initial complaint. The instrument grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at wrist were not damaged. An additional observation not reported by site was that the instrument main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction of a broken cable at the distal clevis hub and main tube scratch marks/ abrasions to recur could cause or contribute to an adverse event.